Manufacturer narrative:
The device was returned to olympus for evaluation and is still in process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, when the base of the universal cord of the evis lucera elite colonovideoscope was touched during procedure inspection, the observation screen went black for ten (10) seconds. When the base was touched again, the screen was restored. It was reported that there may have been a delay in the intended procedure. The procedure was able to be completed using the same device. No corrosion or abnormal appearance was found on the electrical contacts of the connector. It has not occurred in other scopes. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is submitted to provide device evaluation and applicable corrections. This supplemental report is also to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Corrections: h3 and h10: updated information: device evaluation and d8. The device evaluation could not confirm the customer¿s allegation. Wrinkles were found at the base of the universal cord. As there are wrinkles, it is possible that although the allegation was not confirmed, the image pickup cable of the built-in was damaged as a result of excessive fanning. Although the cause is unknown as the issue could not be confirmed, the failure could have been temporary, such as a poor contact. Olympus will continue to monitor the field performance of this device.